Event description:
It was reported by the rep the device was used in a laparoscopic appendectomy on an obese pt. It was reported the 512x cannula tip shattered. Most pieces were removed. There is still a piece missing, which is presumed to be in the pt.